Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was oversensing p-waves. The device was reprogrammed to primary sensing vector at that time. Four months later, the patient had supraventricular tachycardia (svt) and received an inappropriate shock. The patient has bundle branch aberrancy at rates greater than 170bpm. A review of the data identified oversensing and undersensing with a delay in therapy 30-60 seconds. An x-ray confirmed repositioning of the electrode would most likely not improve the clinical observations. Additionally, a treadmill test confirmed there is not a usable vector that will provide appropriate sensing for this patient. Therefore, the system was explanted and replaced with a trans venous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed due to the completion of product evaluation.